Event description:
It was reported that the tip of the implant holder broke during surgery. The plate had been positioned with prefixation pins and the holder broke off as the holder was being removed. The tip was removed from the locking hole. No pt complications were reported.

Manufacturer narrative:
(B)(4): a review of the device history records for this device was not possible without additional info. Neither the device (the tip was discarded at the hosp) nor films of applicable imaging studies were returned to the MFR for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.